Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said every time they want to increase the intensity the intensity has gone back to 0. 1ma. The issue started about four days ago. When they left the hospital it was on 1. 0ma. The first time they increased it to 1. 4ma it did the very same thing. Every time they open up the handset the intensity is at 0. 01ma. Walked caller through connecting the handset and communicator to the stimulator. Patient was on program 1 and the amplitude was 0. 01ma. Patient increased the amplitude to 0.9ma the point where they could feel the tingling. Had patient exit out of the handset and then connect and go back to their settings. It stayed at 0.9ma it did not drop to 0.01 like it did before. Patient said, they did it the same way they normal do, nothing was different. The issue was not resolved through troubleshooting. Patient will monitor and call back if the issue persists.